Manufacturer narrative:
Correction information: b4: date of this report b5: describe event or problem g6: follow up #1 h2:if follow-up, what type? There was a typo in some of b5: describe event or problem, which has been corrected.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Event description:
The time of event is during procedure. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.